Event description:
The tubing is broken (not attached) near the y-connector. The rn opened the infusion set (tubing) with intent to use it to administer tpn fluids to a patient, but she realized the tubing was defective before she even primed it. It was not used on a patient.